Manufacturer narrative:
Findings: pump received with intermittent button response due to corroded keypad traces. Pump received with cracked case at the display window corner, broken reservoir tube lip, cracked belt clip slot and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 283 mg/dl. The customer stated that there is part of reservoir compartment chipped off on reservoir chamber. The customer doesn't recall how the damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.